Manufacturer narrative:
Updated sections: h6 (health effect - clinical code, device code(s), type of investigation, investigation findings). Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 7 (seven) years, 4 (four) months due to moderate halt with ham, restricted leaflets (ncc /lcc), severe as and moderate central regurgitation. The patient presented acute on chronic heart failure. The tavr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 7 (seven) years, 4 (four) months due to as. The tavr was performed with a 26mm 9755rsl transcatheter valve.

Event description:
It was reported that a patient with a 25mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 7 (seven) years, 4 (four) months due to severe as and moderate central aortic regurgitation. The patient presented with sob, intermittent chest pain and lower extremity edema. The tavr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h2, h6 (health effect - clinical code, device code). Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.